Event description:
0.9% normal saline used for irrigation with dolphin ii pump during hyteroscopy. Deficit 990cc then increased by 450cc over the next five minutes for a total of 1000 - 1400cc fluid not returned per scrub tech's observations.